Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate on (B)(6) 2007. The plate broke post-operative. No further information is available at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.